Event description:
Customer reported that he received an error 6 message on his precision xtra meter, and because of the error, he did not know what to do so made a routine appointment with his health care provider. He did not report any symptoms with this complaint. His v.a. Hcp checked his blood sugar and "saw everything was running sky high" and he mentioned to the staff that his meter was not working. Patient reports being diagnosed and treated for diabetic ketoacidosis at the va clinic, but no exact treatment or medication is documented. The meter has been requested for investigation and a replacement product has been sent to customer.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.